Event description:
I updated my tandem x2 insulin pump to version 7.3.1 with control-iq for a closed loop insulin system. My total daily insulin ranges between 206u to 350u. Version 7.3.1 of the software has an algorithm that only allows the user to input between 10u and 100u of insulin a day for the algorithm. My insulin has been very high since I began using this version of the software and I¿m not sure what damage is being done. I contacted tandem and provided this information. I was told someone would call me back. Today, a full week later, I was called and told that the algorithm is only designed for patients using between 10u and 100u a day. I let them know that this information is not told to patients until after their pump has been updated and the software can¿t be rolled back. I was also told that tandem does not plan to make this information available to users who are updating their pumps or to new users any time soon. I asked the questions ¿how many people need to die or be hospitalized before you will tell users of this issue?¿ tandem had no answer for this question. I asked if this information, including the fact that tandem is not informing customers of the limitation, has been shared with the FDA and they told that the FDA is aware and that the FDA is not requiring tandem to make any announcements or notifications to users, please help before people die. Unless a user of the tandem x2 insulin pump uses between 10u and 100u daily, the algorithm used for their control-iq product is incorrect. I use more than 100u daily as a basal rate only without any bolus for food. FDA safety report ID # (B)(4).